Manufacturer narrative:
(B) (4).

Event description:
Following implant, the patient experienced a shocking or jolting sensation at the implantable neurostimulator (ins) location. Movement caused the stimulation to change. When the patient raised his left arm, he felt a shock at the ins; intermittently, about 3x/day. When the ins was off and he raised his arm, he did not feel the shocking sensation. Impedance measurements were normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.